Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she can't see what's on the screen. Trouble shooting occurred and found that the system is working but didn't report that the display becomes visible again. Blood glucose level at the time of incident is 400 mg/dl. Customer treated high blood glucose level with manual injection insulin pen. Product will not be returned for analysis and replacement has been sent.